Event description:
On (B)(6) 2013 an aquacel bandage was used on knee suture. When bandage was removed 2 weeks later it had eaten away my skin and the suture line had not healed properly. Staph from my skin was able to migrate into my knee causing an infection, which required further surgery on (B)(6) 2014.